Manufacturer narrative:
Lot number provided previously was incorrect. No product information available. Engineering analysis: the icast device was not returned therefore a complete investigation could not be performed. The sheath used in the case was also not returned. The report states that the physician was performing a 4 vessel snorkel procedure. The physician initially intended to place a 6mm x 59mm icast covered stent in the renal artery but after getting the stent to pass through the introducer sheath decided to remove the product and use a 7mm icast covered stent. It was then noticed that the stent of the 6mm x 59mm icast had come off the balloon. The instructions for use supplied with the product specify the following: "do not attempt to pull an unexpanded stent back through the bronchoscope or endotracheal tube since dislodgement of the stent may result". In this case it was the introducer sheath. The details of the complaint indicate that other devices had been passed through the introducer sheath prior to advancing and attempting to withdraw the icast product. There is a possibility that damage occurred to the introducer sheath during the procedure that may have also played a role in the stent becoming dislodged. Without the sheath used in the case a determination of the sheaths condition cannot be assessed. Engineering summary: a full review of the catheter lot history records for the device in question could not be performed as the lot number after multiple documented attempts has not been provided. If the lot number had been provided the product lot in question would have been evaluated to ensure it passed all the quality control inspections including the final performance lot quality inspection specified below: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs conclusion: based on the details of the reported event, atrium can find no fault with the device.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was doing a four vessel fenestrated endovascular snorkel case on an aortic aneurysm. He went to stent the right renal artery. After inserting the 6mm x 59 mm stent he changed his mind and decided to use a larger size. He took the 6mm stent out and advanced a 7mm stent through the sheath. He did not notice that the 6mm had come off the balloon in the sheath until the 7mm stent pushed it into the renal artery. He withdrew the 7mm and advanced a 4mm balloon into the 6mm stent and deployed it successfully at the target. No harm came to the patient.